Manufacturer narrative:
Product analysis: summary: monitor showing "no input detected" and unable to advance past that. Mnav action/resolution: replaced computer, old computer shipped back using return label via (B)(6). Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was booted it displayed ¿no input detected¿. The mouse and cd drive had lights, cd drive was able to open and close. The fan was functioning based on the audible noise it makes when in use. The monitor cable on the back was reseated without resolution. The dvi-vga cable on the computer was reseated and the screen came back to the splash screen but after reboot, no input detected came back. Using the other video out did not resolve the issue. There was no patient present at the time of the event.